Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection due to a procedure and had to undergo a scar tissue debridement procedure. Additional information was received that the patient was fully recovered. Additional information was received that the infection has not cleared despite the debridement procedure and oral antibiotics. The infection is now present at the ipg site and a blister has also formed at the ipg site. The patient had an ultrasound and culture taken from the ipg site. The culture showed a growth of staphylococcus aureus bacteria, which is consistent with the results of the culture from the debridement procedure. Additionally, another blister has formed at the lead extension site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection due to a procedure and had to undergo a scar tissue debridement procedure. Additional information was received that the patient was fully recovered.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074544. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 568318. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7074544. Product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7010683.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection due to a procedure and had to undergo a scar tissue debridement procedure. Additional information was received that the patient was fully recovered. Additional information was received that the patient's infection has not cleared despite the debridement procedure and oral antibiotics. The infection is now present at the ipg site and a blister has formed at the ipg site. The patient had an ultrasound and culture taken from the ipg site. The culture showed a growth of staphylococcus aureus bacteria, which is consistent with the results of the culture from the debridement procedure. Additionally, another blister has formed at the lead extension site. Additional information was received that the patient underwent a revision procedure where the full scs system was explanted. All explanted devices were retained by the hospital and will not be returned for device analysis. The patient was recovering well with no post-op complications.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7074544.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection due to a procedure and had to undergo a scar tissue debridement procedure.